Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda appears to be related to patient conditions (very challenging anatomy and multi leaflet valve). There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: health effect-clinical code: 4453 tricuspid valve insufficiency/ regurgitation health effect- impact code: 4614 serious injury/ illness/ impairment.

Event description:
It was reported that a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a massive grade on a patient with a multileaflet valve. Two triclips were inserted and deployed on the tricuspid valve. A third clip, a triclip xt was inserted and deployed on the tricuspid valve, reducing tr to a moderate grade. On august 7, 2025, a post transthoracic echocardiogram was performed and revealed that the clip had detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). Tr remained at a moderate grade.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.